Manufacturer narrative:
(B)(4). D10: g7 ball hex drvr for insr hndl item: 010002736 lot: unknown g2: foreign ¿ japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that when using the g7 cup, the plug for the limited hole didn't come out, and ultimately the hex wrench stripped, rendering it unusable. Since the surgeon immediately opened and used a multi-hole of the same size, the procedure was completed without issue. No additional information available for the reported event.